Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred causing the customer to experience a blood glucose (bg) of over 500 mg/dl and moderate ketones. The customer delivered a correction bolus via pump to address high bg. Reportedly, the customer reverted to manual injections for insulin therapy.